Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose levels in the 400 range (mg/dl) over a span of ten days. The customer stated this was due to hormonal issues. The customer declined to provide additional information to tandem technical support.